Event description:
The suction irrigator was hooked up and primed for the case. After priming, the suction irrigator continued to make noise as if in use, even though it was not being touched by the surgical team. The defective medical product was taken out and replaced with a new suction irrigator.